Event description:
A malfunction alarm, identified by code malf 12, was reported with no notable events occurring prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. The customer had experienced this issue multiple times and was provided with a backup insulin pump while retaining the warranty. Tandem technical support arranged for a replacement pump and instructed the customer on the return process for the faulty pump, which involved using a pre-paid label.